Event description:
The customer reported that the screen went blank when the unit was turned on. Cylinder power brought the display back. After the initial assessment of the pt, an ECG was run. The customer reported that at some point during the ECG, the screen went blank again. The pt was transported to the hosp in stable condition.